Event description:
The end user sat down on the rollator and the wheel broke. She fell, hitting her head. She apparently lost consciousness and required two staples to close a head wound.

Manufacturer narrative:
It was reported that the end user was sitting on the seat of the rollator when the wheel suddenly broke and she fell. She hit her head on the corner of the stove and lost consciousness. She was taken to the emergency room where she required 2 staples. She was not admitted. The sample was evaluated. The left front caster bolt was stripped. The rollator frame shows signs of impact with other objects. Based on the reported fall, loss of consciousness and need for surgical staples, this MDR is being filed.